Event description:
End user alleges that when unit is powered off it turns back on by itself immediately. Chair was parked, turned off and transferred out and when she came back chair was on. Enduser states this started a week ago. Chair purchased by insurance in 2011. Joystick was replaced under recall. Preferred homecare is provider.